Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment and a scratched lcd lens. Ther was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the 'captor sensor broken source'. There was unknown patient involvement.